Event description:
Received information that a patient experienced microbial keratitis. The patient may have been wearing this lens type at the time of the event. Approximately 10 months following the lens fitting, patient presented with complaints of bilateral eye pain, and redness. Exam revealed best corrected right and left visual acuity: 20/30, uncorrected right and left visual acuity: 20/400 with peripheral (largest 0.5-1mm) anterior stroma corneal infiltrates with mucous discharge. Corneal edema and lid edema were noted on exam. No culture was taken. Practitioner diagnosed microbial keratitis related to contact lens wear and treated with antibiotic eye drops. Patient was seen following resolution of the event with right and left eye corrected acuity 20/20.